Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-07-03 from the health care professional (hcp) reporting that x-ray films were reviewed. No defect was found in the device. The implantable pulse generator (ipg) and wires were intact and still working. Patient weight was asked but not made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va0j96z, implanted: (B)(6) 2014, product type: lead. (B)(4) applies to lead (lot# va0j96z) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced several falls and sometimes they think it has been moving the electrodes. No patient symptoms and no further complications have been reported as a result of this event.